Event description:
Rptr noted slight corneal burn occurred during phacoemulsification. Changed handpieces and began again, then had a severe burn. Pt will require a corneal transplant. Surgeon stated there was no irrigation when burn occurred.